Event description:
A service ticket on this unit was called in stating "bipolar not working, won't cook tissue". The surgery tech just got another esu and they finished the case. The unit was picked up and checked out by biomed on our esu tester. All modes were functional and could not duplicate their complaint. Unit was returned to service and have not had any issues since.